Event description:
On (B)(6)2010, ECG analysis revealed that the pt received around 30 appropriate shock therapies. A lead breakage was suspected, but unconfirmed, since the lead impedances were measured and determined to be normal. In addition, x-ray imaging did not provide evidence for a breakage. As indicated in the report, this is the first indication of inappropriate delivered shocks, and the pt needs to be resynchronized more than treated for ventricular arrhythmia. Antitachycardia pacing and shocks have been turned off.

Manufacturer narrative:
On 03/12/2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.